Event description:
It was reported that the patient presented in the emergency room due to syncope. Device interrogation revealed premature battery depletion on the pacemaker. The physician elected to explant and replace the pacemaker. The patient condition was stable.

Manufacturer narrative:
Final analysis found the reported premature battery depletion was confirmed in the laboratory. Device image was retrieved and analyzed, indicating elevated current within a period of the implant duration. This condition results from an increased duty cycle of the internal circuitry caused by the firmware. Additional testing was performed indicating normal device functionality and high current condition could not be reproduced.